Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number, reporting site: 1049092, manufacturing site: 3005471919.

Event description:
End user reports he has had 4 utis in the last 7 months. His uti history is as follows. Prior to this recent uti history, he has not had any utis in the past 7 prior years. In (B)(6) 2024 ¿ (B)(6) 2025 he had pain at the distal part of his penis so his md placed on him on antibiotics for suspected urethritis and this cleared up his symptoms. About a month later on (B)(6) he started having cloudy urine, frequency and leakage so they did a urine test and a bacteria called mssa (methicillin-susceptible staphylococcus aureus) was found in his urine and he was placed on macrobid which helped his symptoms. He was uti free for 4 months but at the end of (B)(6) (when he was using these defected catheters) on (B)(6) his prior uti symptoms came back and he was found to have 10-25 k colony count of staph aureus in his urine culture and he was given 10 days of macrobid which cleared his symptoms up until (B)(6) when he started to have symptoms again and he was found to have 50k colony count of mssa and 20 k of strep pneumoniae which was treated with levofloxacin for 5 days which he said helped his symptoms. He said his md then wanted him to start on a 30 day round of macrobid as he thought possibility this bacteria (mssa and staph aureus) found on multiple could have gotten into his prostate. He said he is feeling better now. No additional information was provided. This emdr covers the unknown number of catheters with unknown lot numbers of the same catheter associated with the uti.